Event description:
A facility representative reported that during a cataract extraction with intraocular lens (iol) implant procedure, the lens would not advance correctly and there was a patient contact. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).